Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure a physician experienced difficulty in placing in this lead and ended up perforating the heart wall and causing a cardiac tamponade. The physician was able to perform a pericardiocentesis procedure and the rv lead was repositioned and implanted successfully. No additional adverse patient effects were reported.